Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2011, the patient and her mother contacted animas alleging that she obtained a low blood glucose (bg) as a result of administering too much insulin because the pump was not displaying iob (insulin on board). During troubleshooting, the patient's mother reported that the patient's blood glucose dropped to 38 mg/dl and was treated with 49 units of carbohydrates. The patient's blood glucose went up in response to the treatment. There was no mention of symptoms. Prior to the low bg, it was reported that the patient's blood glucose at 7:00 pm was 222 mg/dl and she bolused 5 units. Since she did not see iob, the patient claimed she bolused an additional 4 units at 7:45 pm for food. At 8:40 pm she bolused 6 units and at 9:00 pm she bolused an additional 3.5 units. It is not known if the patient tested her bg during these periods she was administering the boluses. During troubleshooting, the pump settings were reviewed and it was discovered that the iob feature was not turned on (default setting). The patient enabled the feature at the time of the call.